Manufacturer narrative:
(B)(4). Evaluation report for returned test strips produced lo readings: black chemistry observed. Most likely underlying root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer's sister states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 118-205mg/dl fasting. Verified test strips expire 09/13/2016. Confirmed customer's test strips are being stored properly and opened vial date (b)(64) 2015. Reviewed meter memory: (B)(6). Customers concern: lo. (B)(6) ( sister) calling in behalf of the patient and is concern because the meter will only give a results of lo blood results for the past week now. Customer states that she then decided to borrow a friend meter and got results in the 300s. Customer normal glucose range is 118/205mg/dl, and is on a feeding tube and only test 2 times a day. Check memory and the time and dates is not set correctly. Customer did not want to run another blood test.